Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d274trk crt-d implanted: (B)(6) 2010; 6947-65 lead implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the right atrial lead had high impedance and a possible fracture for several years, but was noted to be sensing appropriately. During a device replacement procedure, noise was noted on the lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.